Event description:
Per dealer they had the legs spread on the lift out and picked up the resident from out of a shower chair, moved the shower chair out from between the legs, then rolled the wheel chair into position under the resident. While lowering the resident, they heard a popping sound and noticed the end of the actuator mount was bouncing across the floor.